Event description:
The customer indicated that poor architect tsh reproducibility was seen on a patient sample. The following results were generated: 7.29, 5.17, 2.79, 6.57, 8.69, 8.21, 8.67, 8.40, 8.92, 8.63 uiu/ml. There was no report of impact to patient management.

Manufacturer narrative:
The customer indicated poor architect tsh reproducibility which was evident with one patient sample. The customer suspected that the incident was caused by the specimen; therefore additional investigation was performed at the site. The results of that investigation showed good reproducibility and good dilution linearity. A review of historical testing documentation was performed and demonstrated that the architect tsh reagent lot 34915ui00 passed all the required specifications and was found to be acceptable. A review of all non-conformance reports and deviations associated with the likely cause lot 34915ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. Customer complaint data was reviewed and no adverse trends were identified. The architect tsh reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.